Manufacturer narrative:
The subject cv-170 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject cv-170 to identify the root cause of this failure phenomenon when omsc receives it. The cv-170 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject cv-170 and bronchovideoscope bf-1tq170 was used for the bronchoscopy. During the bronchoscopy, the user and the patient felt mild electric shock. The user replaced the subject cv-170 and bronchovideoscope bf-1tq170 with unspecified products, and completed the procedure. There was no report of the patient¿s and the user¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject cv-170 was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. According to the evaluation result of the bronchovideoscope bf-1tq170 which was used with the subject device, it was found that there were water leakage and damage at the insertion of the bf-1tq170. The exact cause of the reported event could not be conclusively determined. However, it was surmised that this failure phenomenon, which the user and the patient felt mild electric shock, might be attributed to the bf-1tq170. The bf-1tq170 instruction manual states the corresponding method when there is an abnormality for the device.